Event description:
A customer reported experiencing an occlusion during cataract procedure. The handpiece was flushed out and the problem persisted. The case was completed by exchanging the handpiece. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).